Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm several times. Troubleshoot was not performed. Customer cannot recall their blood glucose reading. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The date of the event provided with the initial report was incorrect. The correct date if the event has been provided with this report.